Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead incision site had not fully healed and was trying to open. No signs of infection were noted, but the physician ordered bloodwork.

Event description:
A report was received that the patient's lead incision site had not fully healed and was trying to open. No signs of infection were noted, but the physician ordered bloodwork.